Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f370 was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot f370 for the reported issue shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and system error 129. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a photoactivation module leak during the treatment procedure. The customer stated approximately five minutes into photoactivation a blood leak occurred in the photoactivation chamber and they received a system error 129. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. Although requested, no product has been received for evaluation.

Manufacturer narrative:
The complaint kit was returned for evaluation, and the photoactivation plate component was inspected. Measurements of the photoactivation plate tongue and groove joint were determined to be within the specification requirements. Fluid was added to the photoactivation plate and the reported leak was confirmed at the weld joint between the two halves of the photoactivation plate. A retain from kit lot f370 was inspected and no weld issues were identified. In addition, the retain kit was leak tested and no leaks were observed. Review of the photoactivation plate welder found no damage, repairs, or unscheduled maintenance events during the manufacture of kit lot f370 or 30 days subsequent. A material trace of the components used to manufacture kit lot f370 found no non-conformances. The finished product is 100% leak tested prior to product packaging. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. The investigation determined the root cause of the leak was due to a poor weld of the two photoactivation plate halves. However, the cause of the poor weld could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2018.